Event description:
On (B)(6) 2013, the reporter contacted lifescan italy, alleging inaccurate results compared to a lab reading. The reporter alleged readings of "123mg/dl" compared to "95mg/dl". This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.